Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, undersensing on the atrial lead was observed. The patient experienced brief stimulations on the right side. The stimulations could be reproduced at max output. Atrial lead dislodgment and phrenic nerve stimulation were suspected. Programming changes were made. No further issues were noted. The patient was stable and being monitored.